Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station was offline. A field service engineer (fse) replaced the half-height drawer on auxiliary drawer 5 and tested its functionality in test mode. The customer then completed the inventory process from the drawer, confirming everything was working properly. Fse performed preventative maintenance. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary was offline. The customer stated that they managed to get the medication from pharmacy and another pyxis station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.